Manufacturer narrative:
Product ID 8709sc, lot # n181897008, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received confirmed that the expected residual volume was less than the actual residual volume. The following expected versus actual residual volume readings were provided: 1.6 cc/5.5 cc, 2.6 cc/8 cc, 4.5 cc/6.5 cc, 3.5 cc/6.0 cc. Dose was adjusted on (B)(6) 2013. It was noted that the health care professional had scheduled refill beyond the expected refill date because, the patient had ¿so much extra.¿ it was suspected that the pump rotor was the problem, but had not been determined. The patient did not experience any symptoms or complications. There had been no sequelae other than the patient frustration. The patient outcome was noted as ¿no injury.¿

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a dye study not done because of the volume discrepancy but rather due to the patient not getting good pain relief. Boluses were the only way the patient¿s pain could be controlled as the regular, simple continuous dose was ineffective. The catheter was patent and functioning with no issues noted at all. After the study the patient was ¿fine¿ and did complain of a lack of effect anymore. The patient was getting effective therapy and is no longer having any symptoms or issues. He does continue to have anywhere from 3 to 6 milliliters of arv at refill. However, this is thought related to the fact that the patient was no longer giving himself so many boluses. Reportedly the discrepancies were within the normal limits. The patient was ¿doing very well.¿

Event description:
Additional information was received and it was reported that the pump was refill about two weeks ago. Beginning on (B)(6) 2013, the patient¿s pain level increased significantly. The patient had pelvic pain that radiated down the back of his legs. The patient also had some back pain. The patient wasn¿t having actual withdrawals. The patient had a ptm (personal therapy manager). When he gave himself a bolus with the ptm he did get some relief; it only lasted for about an hour or hour and a half, but he did get relief. At refills, they had gotten back 3-5ml more than expected. The patient didn¿t mention hearing any alarms related to the event. Pump and catheter troubleshooting were being considered. Additional information was received and it was reported that the pump was refilled on (B)(6) 2013. At that refill, the expected reservoir volume was 1.6ml; the actual volume was 5.5ml. The patient came into the clinic (B)(6) 2013 and the pump was interrogated. The logs did not show any issues. The patient was not having any neurological issues; just increased pain. Additional information was received and it was reported that a dye study was going to be done to evaluate the catheter. Additional information was received and it was reported that a dye study was done where they ¿aspirated all of the fluid out of his catheter and injected dye and we¿ve confirmed the study¿. A priming bolus was being done following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that they had their pump filled on (B)(6) 2013 and there was a volume discrepancy. The actual residual volume was 8, and the expected residual volume was 2.6 milliliters (ml). There were also times when the patient's ptm noted the pump was supposed to be empty and medication was able to be removed from the pump. The patient noted this had been going on ever since the pump was put in. The patient thought there might be something wrong with the pump because of the volume discrepancies, but then they noted the pump was working fine. The patient does not use all his boluses and he has not been noticing any pain or withdrawal symptoms. He has been feeling great with the pump. At last refill the pump showed 3 more years until eri. The pump was being used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication on the motor gear train. The motor stall was due to the shaft bearing and gear pinion. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was reported that the pump motor stalled (B)(6) 2014 at 17:58 and did not recover. The pump logs showed that the eri (elective replacement indicator) was 18 months. As of (B)(6) 2014, the patient felt crappy and had increased pain and nausea. The pump was programmed to minimum rate mode. The device system was delivering bupivacaine (25 mg/ml at 8.241 mg/day) and morphine (10 mg/ml at 3.296 mg/day) it was later reported that at the (B)(6) 2013 pump refill, the expected volume was 1.7; the actual volume was 5.5. At the (B)(6) 2013 refill, the expected volume was 2.3; the actual volume was 7. The patient's pain was in his left leg. The pump was replaced. The patient's status was reported as alive - no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the cause of the recurring discrepancies and motor stall remained undetermined and the issue was considered resolved with replacement.